Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she still had a portion of the right essure device still in the cornual area of the uterus") and uterine perforation ("perforation uterus") in a (B)(6) female patient who had essure (batch no. 627298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy (she had more the 50 cysts on her ovaries, removal of the cysts.) In 2002, spina bifida occulta, gravida ii, parity 3 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2008), twin pregnancy, breast pain, numbness in 2009, nonsmoker and vaginal delivery (((B)(6))). Previously administered products included for asthma: proair hfa from 2008 to (B)(6) 2017; for an unreported indication: implanon. Concurrent conditions included overweight, iodine allergy, oxytocin, itching, paresthesia generalized, stress, dyslexia, low hdl, gerd, menses irregular, hypoglycemia, fallopian tube cyst, ecchymoses, abdominal pain lower, vertigo and chronic pain. Family history included diabetes (mother and father and sister) and uterine cancer (maternal grandmother). Concomitant products included amoxicillin trihydrate (amoxicilline) in 2014 for acne, cyclobenzaprine in 2010 for muscle spasm as well as bupivacaine (marcaine), evra (ortho evra) in (B)(6) 2009, vasopressin (pitressin) and vitamin d nos in 2015. In (B)(6) 2009, 6 days before insertion of essure, the patient experienced allergy to metals ("nickel allergic / hypersensitivity reaction to nickel"), pelvic pain ("chronic pelvic pain"), tooth extraction ("tooths extractions"), abdominal pain ("chronic abdominal pain"), contusion ("bruises on legs and abdomen"), rash ("rashes on leg and abdominal"), dizziness ("dizziness") and nausea ("nausea"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hypoglycaemia ("hypoglycemia"). In (B)(6) 2013, the patient experienced occipital neuralgia ("occipital neuralgia"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mental disorder ("aggravated any psychiatric and/or psychological conditions") and spina bifida occulta ("spinal biphida occulta worsened by the essure device"). The patient was treated with amitriptyline, ibuprofen, solpadeine (tylenol 1), vicodin (norco), surgery (robotic hysterectomy with right partial salpingectomy), surgery (laparoscopic bilateral salpingectomy and laparoscopic hysterectomy on (B)(6) 2014) and surgery (salpingectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain had resolved. At the time of the report, the device breakage, uterine perforation, allergy to metals, tooth extraction, hypoglycaemia, occipital neuralgia and mental disorder outcome was unknown, the abdominal pain, contusion, rash, dizziness and nausea had resolved and the spina bifida occulta had not resolved. The reporter considered abdominal pain, allergy to metals, contusion, device breakage, dizziness, hypoglycaemia, mental disorder, nausea, occipital neuralgia, pelvic pain, rash, spina bifida occulta, tooth extraction and uterine perforation to be related to essure. The reporter commented: she had chronic pelvic pain from (B)(6) 2009, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2014 episodically. She never recovered and stll suffer from spinal biphida occulta, worsened by the essure device. Patient¿s last menstrual period was (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram on (B)(6) 2010 concerning the injuries reported in this case, the following one was described in patient¿s medical records "she still had a portion of the right essure device still in the cornual area of the uterus (device breakage)¿. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received - case upgraded as incident and valid from invalid. New events, 'nickel allergic, chronic pelvic pain, tooths extractions, hypoglycemia, occipital neuralgia, chronic pelvic pain, abdominal pain, uterine perforation, rashes on legs and abdomen, bruises on legs and abdomen, dizziness, nausea and 'she still had a portion of the right essure device still in the cornual area of the uterus' were added. Concomitant and historical conditions were added. Concomitant and treatment medication were added. Product explant date was updated. New reporters were added. Patients information was added. Lot number was added. Event injury was deleted. Lab data was added. ¿essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she still had a portion of the right essure device still in the cornual area of the uterus") and uterine perforation ("perforation uterus") in a 32-year-old female patient who had essure (batch no. 627298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy (she had more the 50 cysts on her ovaries, removal of the cysts.) In 2002, multigravida, parity 3 ((B)(6)2002, (B)(6)2005, (B)(6) 2008), twin pregnancy, breast pain, numbness in 2009, nonsmoker and vaginal delivery ((2002, 2005, 2008)). Patient having hsg is allergic to dye. Previously administered products included for asthma: proair hfa from 2008 to (B)(6)2018; for an unreported indication: implanon. Concurrent conditions included spina bifida occulta, overweight, iodine allergy, drug allergy, itching, paresthesia generalized, stress, dyslexia, low hdl, gerd, menses irregular, hypoglycemia, fallopian tube cyst, ecchymoses, abdominal pain lower, vertigo, chronic pain, nausea, corpus luteum cyst, amenorrhea, left lower quadrant pain, decreased appetite, nauseated, constipation chronic, bloating, discomfort, menses irregular, spotting between menses, vaginal discharge, pelvic pain female, rash trunk, numbness and itching. Family history included diabetes (mother and father and sister) and uterine cancer (maternal grandmother). Concomitant products included amoxicillin trihydrate (amoxicilline) since 2014 for acne, cyclobenzaprine since 2010 for muscle spasm as well as bupivacaine (marcaine), ethinylestradiol;norelgestromin (ortho evra) from september 2009 to december 2009, vasopressin and vitamin d nos since 2015. In august 2009, the patient experienced allergy to metals ("nickel allergic / hypersensitivity reaction to nickel"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), contusion ("bruises on legs and abdomen"), rash ("rashes on leg and abdominal"), dizziness ("dizziness") and nausea ("nausea") and underwent tooth extraction ("tooths extractions"). On (B)(6)2009, the patient had essure inserted. In october 2009, the patient experienced hypoglycaemia ("hypoglycemia"). In may 2013, the patient experienced occipital neuralgia ("occipital neuralgia"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mental disorder ("aggravated any psychiatric and/or psychological conditions") and spina bifida occulta ("spinal biphida occulta worsened by the essure device") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with amitriptyline, heparin sodium (pain), hydrocodone bitartrate;paracetamol (norco), ibuprofen and surgery (laparoscopic bilateral salpingectomy and laparoscopic hysterectomy on (B)(6)2014, robotic hysterectomy with right partial salpingectomy and salpingectomy). Essure was removed on (B)(6)2015. In december 2015, the pelvic pain had resolved. At the time of the report, the device breakage, uterine perforation, allergy to metals, tooth extraction, hypoglycaemia, occipital neuralgia, mental disorder and vitamin d decreased outcome was unknown, the abdominal pain, contusion, rash, dizziness and nausea had resolved and the spina bifida occulta had not resolved. The reporter considered abdominal pain, allergy to metals, contusion, device breakage, dizziness, hypoglycaemia, mental disorder, nausea, occipital neuralgia, pelvic pain, rash, spina bifida occulta, tooth extraction, uterine perforation and vitamin d decreased to be related to essure. The reporter commented: she had chronic pelvic pain from (B)(6)2009,(B)(6)2011, (B)(6)2013 and mar 2014 episodically. She never recovered and stll suffer from spinal biphida occulta, worsened by the essure device. Patient¿s last menstrual period was (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6)2010: . Concerning the injuries reported in this case, the following one was described in patient¿s medical records "she still had a portion of the right essure device still in the cornual area of the uterus (device breakage)¿. Concerning the injuries reported in this case, the following one/ones reported via social media : vitamin d decreased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: social media-new event low vitamin d issue were added.new reporter were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she still had a portion of the right essure device still in the cornual area of the uterus") and uterine perforation ("perforation uterus") in a 32-year-old female patient who had essure (batch no. 627298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy (she had more the 50 cysts on her ovaries, removal of the cysts.) In 2002, spina bifida occulta, multigravida, parity 3 (B)(6)2002, (B)(6) 2005, (B)(6) 2008), twin pregnancy, breast pain, numbness in 2009, nonsmoker and vaginal delivery ((2002, 2005, 2008)). Previously administered products included for asthma: proair hfa from 2008 to (B)(6) 2018, iodine allergy, drug allergy, itching, paresthesia generalized, stress, dyslexia, low hdl, gerd, menses irregular, hypoglycemia, fallopian tube cyst, ecchymoses, abdominal pain lower, vertigo and chronic pain. Family history included diabetes (mother and father and sister) and uterine cancer (maternal grandmother). Concomitant products included amoxicillin trihydrate (amoxicilline) since 2014 for acne, cyclobenzaprine since 2010 for muscle spasm as well as bupivacaine (marcaine), evra (ortho evra) from (B)(6) 2009 to (B)(6) 2009, vasopressin (pitressin) and vitamin d nos since 2015. In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergic / hypersensitivity reaction to nickel"), pelvic pain ("chronic pelvic pain"), tooth extraction ("tooths extractions"), abdominal pain ("chronic abdominal pain"), contusion ("bruises on legs and abdomen"), rash ("rashes on leg and abdominal"), dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2009, the patient underwent allergy to metals ("nickel allergic / hypersensitivity reaction to nickel"), pelvic pain ("chronic pelvic pain"), tooth extraction ("tooths extractions"), abdominal pain ("chronic abdominal pain"), contusion ("bruises on legs and abdomen"), rash ("rashes on leg and abdominal"), dizziness ("dizziness") and nausea ("nausea"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hypoglycaemia ("hypoglycemia"). In (B)(6) 2013, the patient experienced occipital neuralgia ("occipital neuralgia"). On (B)(6) 2015, 5 years 11 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mental disorder ("aggravated any psychiatric and/or psychological conditions") and spina bifida occulta ("spinal biphida occulta worsened by the essure device"). The patient was treated with amitriptyline, ibuprofen, solpadeine (tylenol 1), vicodin (norco), surgery (robotic hysterectomy with right partial salpingectomy), surgery (laparoscopic bilateral salpingectomy and laparoscopic hysterectomy on (B)(6) 2014) and surgery (salpingectomy). Essure was removed on (B)(6)2015. In (B)(6) 2015, the pelvic pain had resolved. At the time of the report, the device breakage, uterine perforation, allergy to metals, tooth extraction, hypoglycaemia, occipital neuralgia and mental disorder outcome was unknown, the abdominal pain, contusion, rash, dizziness and nausea had resolved and the spina bifida occulta had not resolved. The reporter considered abdominal pain, allergy to metals, contusion, device breakage, dizziness, hypoglycaemia, mental disorder, nausea, occipital neuralgia, pelvic pain, rash, spina bifida occulta, tooth extraction and uterine perforation to be related to essure. The reporter commented: she had chronic pelvic pain from (B)(6) 2009, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2014 episodically. She never recovered and stll suffer from spinal biphida occulta, worsened by the essure device. Patient¿s last menstrual period was (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram on (B)(6) 2010 concerning the injuries reported in this case, the following one was described in patient¿s medical records "she still had a portion of the right essure device still in the cornual area of the uterus (device breakage)¿. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.